Manufacturer narrative:
(B)(4) 2012, this event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
During (B)(6) post implant check the device revealed high ventricular impedance (>3000 ohms) and a re-intervention was performed. Reportedly during the procedure the set-screw could not be unscrewed and the screwdriver turned freely inside the set-screw cavity. Since the lead was still connected to the pacemaker, the physician broke the pacemaker header, exposing the connector pin. A stylet was inserted into the lead, the fixation screw was removed, and the lead was extracted. The physician reported that he cut the lead, and that the tip of the screwdriver was twisted and stuck inside the set-screw cavity. Another pacing system was subsequently implanted.